Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon encountered a steady tone using the lcsk5 during the procedure that troubleshooting attempts could not resolve. Another device was used to complete the case. There was no consequence to the patient.